Manufacturer narrative:
On 6-jan-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
A patient underwent a cardiac ablation procedure with a smart touch unidirectional and an irrigation issue occurred during use on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed; however, the device failed the test due to irrigation tube being occluded with reddish material residues in the middle shaft area. A scanning electrone microscope (sem) test was performed and it was found that the reddish residues corresponded to blood residues due to the carbon and sulfur content, as well as saline solution residues were observed. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause for the occlusion could not be determined. The instructions for use (IFU) contain the following information: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a smart touch unidirectional and an irrigation issue occurred during use on the patient. It was reported that during the operation, the smart touch unidirectional was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. On 14-dec-2025, additional information was received indicating there were no errors given by the irrigation pump. The device was used on the patient and the correct catheter settings were set on the generator. To troubleshoot the issue, they tried multiple flushes outside the body. There were no issues with flow rate change at the start of ablation. Based on the new information which indicates the device was in use on the patient, the event was reassessed as an MDR reportable malfunction.